Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed and with all the available information, boston scientific concludes the reported event was not confirmed. The residual gas analysis verified no loss of electric current into the surrounding tissue. A review of device history record found no anomalies. Hence, the probable cause selected for this complaint is no problem detected. However, the device was damaged and it is no longer functioning. The damage to the device is a result of a typical explant procedure, and it is not considered a failure. It appears that device was exposed to high voltage transients during the explant procedure. No escalation is required at this time.

Event description:
It was reported that the patient had discomfort as a result of ipg migration. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had discomfort as a result of ipg migration. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.